Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the pt's vns programming history found that a faulted diagnostics test had occurred on (B)(6) 2010 that resulted in a change of the pt's programmed settings. A final interrogation was not performed. The change in settings was not discovered until the pt's next office visit on (B)(6) 2010 and the settings were corrected at that time. No adverse events have been reported as a result of the event.